Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Lumbar catheter sheared off during implantation. An approximately 5cm piece remains in the patient. No plans to remove piece at this time.